Event description:
It was reported that high impedances greater than 40,000 ohms were measured on electrode 8 during implant. The lead and extension connection and the implantable neurostimulator (ins) and extension connection were disconnected and cleaned, but high impedances remained. The healthcare professional (hcp) decided not to replace the extension. The cause of the impedance issue was not determined and the issue had not resolved. No lead fractures were noted. The manufacturing representative did not know if the ins had been turned on at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0qcg6, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).